Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue. As the insertion tube is wrinkled below the protector boot, and the scope failed the air/water leak test at the control body and the up/down knob due to deformation. Also, the forceps elevator at the distal end was identified to have foreign material. Additionally, the bending section cover glue is partially missing, the scope connector has a dent, the up/down and right left knobs have play and the angulations are out of standard specifications as due to worn angle wires, the distal end cover is dented and the light guide lens is chipped. There are scratches on the protector boot, scope cover, universal cord, and the light guide lens. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer evis exera ii duodeno-videoscope was returned for service/repair for a reported ¿leak at the control body and a wrinkled insertion tube¿ found during reprocessing. Upon inspecting and testing, the forceps elevator at the distal end was identified to have foreign material. This report is being submitted to capture the foreign material at the forceps elevator. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing steps were not completed due to water leakage. Therefore, reprocessing of forceps elevator was insufficient which made the foreign material remained at/around the forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.